Event description:
It was reported that while the ventilator was connected to a pt, it displayed peep (positive end expiratory pressure) value was falling and then climbing above the set value. The ventilator was disconnected from the pt and replaced with another one. (B)(4).

Manufacturer narrative:
(B)(4)